Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, while mobilizing the hepatic flexure the jaw of the bipolar fenestrated grasper (bfg) broke after colliding and interlocking with the double fenestrated grasper (dfg). The broken bfg jaw fell inside the patient cavity. The broken jaw was robotically retrieved, placed into a laparoscopic retrieval bag, and removed from the patient cavity. The bfg was removed using the broken instrument protocol and replaced to resolve the issue and the procedure was continued. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.